Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: this happened with 2 of the 4 needles in the pack with 2 separate packets. "Could you please clarify if for the two defective devices are the same lot number? If not please provide the other lot number- yes they were the same lot number. "These are a pack of sutures that have four separate needles in the pack. Four sutures were unswayed in total. (2 each from two separate packs)." Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description states that the event, "during surgery after a few passes it was noted that the suture came away from the end of the needle. This happened with 2 of the 4 needles in the pack with 2 separate packets." Is the total quantity involved was two sutures or four sutures? A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Event related to mw # 2210968-2022-10031. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2022 and suture was used. During surgery, after a few passes, it was noted that the suture came away from the end of the needle. No adverse patient consequences were reported. Additional information was requested.